Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing facial pain. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible and was doing well postoperatively. The explanted ipg was not returned.